Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient's wife reported patient received a reading of hi. Wife stated he began vomiting at 2:30 am and has not been feeling good. Wife reported driving the patient to the hospital when he could not lower his blood glucose level and he was admitted. Wife stated the meter registered hi prior to going to the hospital. Wife reported when they tested him at the hospital about 30 minutes after the home test, the result was above 600mg/dl; exact reading was not known. Wife alleges the pump is not delivering insulin properly. Wife stated patient was taken off of the pump and was treated with an insulin drip and a drip of fluids for dehydration. On call back patient switched to backup pump. Hospital discarded the infusion set and cartridge. Requested return of the alleged pump and meter; replacement was sent.